Event description:
It was reported that (1) tlc55 was used during an unk procedure. It was reported by the rep that the tlc55 would not fire when surgeon attempted to use device. Opened another device to complete the case. There was no consequence to pt.